Manufacturer narrative:
The initial report MDR-2016-39824 was submitted in error. This serial number (B)(4) and related issue were already reported under MDR-2016-34341-01 on 19 december 2016. Analysis is pending and results will be submitted under MDR-2016-34341-02.

Manufacturer narrative:
(B)(4)

Event description:
The device was explanted and replaced due to premature battery depletion. There were no consequences for the patient.